Manufacturer narrative:
The calibration was last performed on 31-dec-2025, and it was acceptable. There was no indication of a performance issue with the reagent since the qc was acceptable. There were no visual abnormalities in the sample. The alarm trace did not show any abnormality. The field service engineer confirmed the system was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number was fax with an expiration date of 08-sep-2026. The qc was acceptable prior to the sample measurement. The field service engineer inspected the ion-selective electrode (ise) unit and found no cause for the event. He ran an ise check, and it was acceptable. He then primed the ise unit, replaced and conditioned the ise electrodes. Precision studies, calibration, and qc were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pro ise analytical unit. Initial result: 146.7 mmol/l flags accompanying other test results prompted the rerun of the qc, which was found to be out of range, prompting the repeat of the sample on a different cobas pro ise analytical unit. Repeat result: 137.4 mmol/l. The repeat result was deemed to be correct.